Manufacturer narrative:
(B)(4). Report source foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the product fractured during the procedure. Another product was used to complete the procedure. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the needle was returned in 2 pieces with no other damages noticed. Device history record was reviewed and no discrepancies were found. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The reported event is confirmed as the needle was returned fractured. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.